Event description:
The facility representative reported a colleague infusion pump that "went into failure." It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During a review of the event history, it was discovered that the reported condition occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was due to a defective phm (pumphead module). The phm assy has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.